Manufacturer narrative:
This report is being submitted as part of a sys level review; however no other fresenius products were being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Med records summary of findings: based on the med records info and a review of the documentation in the complaint database sys, on (B)(6) 2014, the pt was found in her bed unresponsive and blue. Cardiopulmonary resuscitation was unsuccessful and the pt expired. Although the pt was connected to the liberty cycler at the time she expired, it is undetermined if there is a reasonable suspected causal relationship between the event and the device. The pt's autopsy report showed multiple cardiac comorbidities, including acute myocardial injury. There was no death certificate provided.

Event description:
Reportedly a hosp pt was found unresponsive, had no pulse or respirations. Cardiopulmonary resuscitation (CPR) was started; the pt was intubated and received three rounds of epinephrine. CPR was unsuccessful and the pt expired. It was also reported that the pt was connected to the liberty cycler at the time she expired.